Event description:
It has been reported to philips that iscv (intellispace cardiovascular) opens in ''web only'' mode with reduced functionality. The device was in clinical use at the time of the event. No adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.